Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional, relevant information.

Event description:
This is being filed for inability to lower the grippers of the clip delivery system which has the potential to cause or contribute to serious patient injury. It was reported that on (B)(6) 2015, the patient with functional mitral regurgitation underwent a mitraclip procedure. The clip delivery system (cds) was positioned for mitral leaflet grasping; however, the grippers would not lower to grasp the mitral valve leaflets. The cds with undeployed clip was removed. A second cds was advanced and the leaflets were grasped. There was no change in the mitral regurgitation grade, therefore, the clip was not implanted and the procedure was aborted. No clips were implanted and mitral regurgitation grade remained unchanged. No additional information was provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided to abbott vascular. A review of the lot history record revealed no non-conformances for the lot. Query of the complaint-handling database identified no other incidents were reported for the lot. Potential causes for gripper actuation issue can be caused by, but are not limited to, manufacturing anomalies (slack on the gripper line), patient morphology, user technique and procedural conditions (procedural circumstances influencing the ability to actuate the grippers). With respect to patient conditions and/or procedural conditions, the reported gripper actuation issue, may be influenced by patient anatomical morphology and patient disease state (such as tortuosity of the vessel, resulting in increased tension on the device), or user technique (such as excessive or forceful retraction of the gripper lever). With regards to user technique, the frequent cycling of the grippers or retracting the gripper lever too far (resulting in damage to the gripper line), can result in the reported issue. In this case, there were no issues noted with gripper actuation during preparation. Since it was confirmed that the grippers were able to be actuated during device preparation, it is possible that the user technique of retracting the gripper lever during device preparation or the procedure, caused increased tension on the gripper line, resulting in slack, such that the gripper arms were no longer able to be actuated. However, this cannot be confirmed. Based on the information reviewed a definitive cause for the reported gripper actuation issue cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.